Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were potentially leaking. Customer alleges that the cartridges smelled like insulin so they suspected leaking. Customer's blood glucose level was 180 mg/dl. Reportedly, the customer was able to resolve the issue and use the same cartridges.